Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.